Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol)implant procedure, the patient experienced intolerable night glare. The iol was exchanged in a secondary procedure. Additional information was provided that the patient also experienced significant rings at night. The iol was exchanged in a secondary procedure for a different model iol with 1d difference in power. There was no patient harm. There are two medical device reports associated with this patient. This report is associated with the left eye.